Event description:
Upon completion of surgical procedure and prior to closing of surgical wound it was noted that the cautery tip was missing. The wound was examined, an x-ray taken, linens and floor examined. The tip was not visible on the x-ray film so the wound was closed. The tip was eventually found on the floor next to the surgical table.